Event description:
It was reported that on unknown date, a hardware removal of an unknown screw will be performed on a currently unknown patient on (B)(6) 2021.

Manufacturer narrative:
Device is not accessible. If additional information becomes available, it will be provided in a supplemental report.